Event description:
Additional information received notes that the patient initially presented with chest pain.

Event description:
Related manufacturer reference numbers: 2017865-2023-18736. It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead exhibited failure to capture. During rv lead revision, it was found that the set screw of the implantable cardioverter defibrillator (ICD) was too loose and got stuck to the hex wrench. The ICD was explanted and replaced, and the rv lead was repositioned on (B)(6) 2023. Patient condition was stable.